Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as hemorrhagic cerebrovascular accident (cva) with brain death. Additional information was requested, but not provided.

Manufacturer narrative:
Reference MFR report # 2916596-2015-01757 for the report of the pump exchange due driveline fracture. Patient and device codes based on additional information. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported stroke and subsequent expiration could not be conclusively determined. Bleeding, stroke, hemolysis, infection, and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was implanted with an lvad on (B)(6) 2014. It was previously reported that the patient underwent a pump exchange on (B)(6) 2015 due to a driveline compromise. The patient was very obese with a body mass (B)(6). It was reported that the patient experienced non-device related bacteremia prior to the stroke. At admission, the patient presented in urgent distress with respiratory failure. The patient experienced severe hypercapnia requiring bilevel positive airway pressure (bipap) support. The patient¿s potassium level was elevated and lactate dehydrogenase (ldh) was 1700 u/l. Pump parameters were reported as normal; however, the lvad clinicians had concern for device thrombosis based on hemolytic parameters. The patient was admitted to the intensive care unit (ICU), treated with bipap and aggressive therapies for her hyperkalemia. The patient was placed on heparin for suspected pump thrombosis. The patient subsequently improved with the treatments. At the time of stroke the patient was intubated and sedated in the cardiovascular ICU. The patient¿s inr was 3.4 with a goal between 2.5 and 3.5. A head CT revealed severe hemorrhagic involvement with a large intraparenchymal hemorrhage and midline shift with diffuse cerebral edema. The patient¿s inr was reversed with plasma and vitamin k. Heparin was discontinued. The following day, the patient was assessed by the neurosurgeon and the patient was found to be clinically brain dead. The patient¿s family was notified and decision was made to withdraw support. No additional information was provided.